Manufacturer narrative:
(B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the item was found to be fractured after coming through the sterilization. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
The complaint is considered confirmed as the returned provisional was fractured. Visual examination of the returned part determined that returned provisional exhibits signs of repeated use ( nicked or gouged ) and anterior section of post has been fractured off. Not all pieces returned. Device history record was reviewed and no discrepancies were found. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.